Manufacturer narrative:
(B)(4). Date sent: 9/25/2017. Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred at the fifth firing. According to the doctor, it was possible that the jaws were positioned twisted on the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.